Event description:
Vacuum pump on left femoral wound. Sponge adhered to wound. Normal saline applied to sponge. Arterial bleeding started upon attempt to remove sponge. Pressure applied to site. Physician notified. Pt transported to or for surgical closure. Pt expired 12/19/96. Cause unknown.